Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 35 mg/dl at the time of incident. Customer¿s other blood glucose level was 62 mg/dl and 145 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was not using auto mode feature. Customer stated that the sensor had received change sensor alert and calibration not accepted alert. Troubleshooting was performed for low blood glucose level and sensor issues. The insulin pump will not be returned for analysis.